Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test and stain shadows due to a bad charged coupled device. Based on the results of the investigation, it is likely the following led to the malfunction: bad kink on cable; therefore, it was determined that the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blackout, and the image did not appear. The event occurred during an unknown procedure and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blackout, and the image did not appear. The event occurred during an unknown procedure and there were no reports of patient harm.